Event description:
The user facility reported that an employee started a sterilization cycle and observed a vapor emitting from the unit. The following day the employee stated he had respiratory irritation and sought medical treatment at an urgent care. Urgent care gave the employee an x-ray which was clear, a steroid shot and a prescription for prednisone. The employee returned to work the following day and is fine. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found that there was oil in the filters. The technician replaced the filters and added tension to the springs on top of the filter elements. The technician ran a test cycle and confirmed the sterilizer to be operating properly. The technician stated that the room in which the sterilizer is located does not have good air circulation. The vapor in which the employee observed was an oil vapor. The vacuum pump oil is non-toxic and not considered hazardous; the amount emitted and the frequency at which it occurs is limited. In sensitive individuals short term nuisance effects may occur (i.e. Headache) with no expected long term effects.